Event description:
It was further clarified by the customer that the video connection on the front was intermittent and did not display the image all the time. The procedure was completed with the same device without delay with no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: b5, d8, h3, h4, h6. The device was returned to olympus for inspection, and the front panel failure was reproduced; however the intermittent video connection was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation video connection investigation, since the event could not be reproduced, a definitive root cause of the reported issue could not be determined. A root cause of the front panel failure also could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a malfunction where the front panel switch was not functioning properly. The issue was found during an unknown diagnostic procedure. There were no reports of patient harm.